Manufacturer narrative:
Qn# (B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of ohr revealed no production issues at the time of manufacturing of the complained lot. Despite of defective product was not sent back, the reported defect was confirmed based on investigation of provided photo. The root cause of this complaint was determined as undetermined/unknown. The missing defective device made it impossible to investigate the root cause. As the root cause of this complaint was determined un determined/unknown, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
When the memobag was taken out of the patient and the specimen was checked during a laparoscopy assisted distal gastrectomy part of the closure wire was found come off the bag and the wire was exposed. No harm to the patient was reported. Additional information indicates there was no health hazard to the patient due to the event but there was a needlestick accident in which a sharply broken wire stuck in the hand while the doctor was checking the sample. When the salesperson in charge confirmed with the doctor he had an antibiotic and performed a blood test and was able to obtain the result that there was no problem.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When the memobag was taken out of the patient and the specimen was checked during a laparoscopy assisted distal gastrectomy part of the closure wire was found come off the bag and the wire was exposed. No harm to the patient was reported. Additional information indicates there was no health hazard to the patient due to the event but there was a needlestick accident in which a sharply broken wire stuck in the hand while the doctor was checking the sample. When the salesperson in charge confirmed with the doctor he had an antibiotic and performed a blood test and was able to obtain the result that there was no problem.